Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that they received replace battery now alarm. The customer was advised to insert a new battery. The customer stated that the failed battery test alarm recurred. The customer reported that they had high blood glucose 486 mg/dl. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The power management tool confirmed the unloaded voltage and loaded voltage was within specifications range. There were no unexpected failed battery alarms during testing. A water filled reservoir was used during testing and several bolus deliveries were programmed and delivered. The observed liquid exited the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen and there weren't any delivery anomalies during testing.